Event description:
It was reported that the customer received a failed battery test from his insulin pump. The customer stated that the alarm occurred during a bolus and that the insulin pump's screen went blank. The customer also stated that the insulin pump's buttons are starting to stick. The customer's blood glucose levels are unknown. Standard troubleshooting was attempted but not completed. The product is being returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected battery alarms were noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads and a broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).